Event description:
Boston scientific received information that this right atrial (ra) lead dislodged following a coronary artery bypass graft (CABG) procedure. Lead sensing and impedances had decreased and pacing threshold measurements had increased. The device was programmed to vdd mode. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.